Manufacturer narrative:
Additional information to includephone number: (B)(6). During prep, the 6/7f mynx control vascular closure device (vcd) balloon burst. There was no patient injury. Therefore, the product wasn¿t available and used another mynx control device to complete the procedure. The mynx vcd was used after a percutaneous coronary intervention (pci). The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The 6/7f mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU). However, the balloon burst during prep. Another mynx was used to achieve hemostasis. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The sealant remained in manufacturing position and exposed to blood. The syringe was returned with the device. The procedure sheath was locked on to the sheath catch. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2130803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure" was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
During prep, the 6/7f mynx control vascular closure device (vcd) balloon burst. There was no patient injury. Therefore, the product wasn¿t available and used another mynx control device to complete the procedure. The mynx vcd was used after a percutaneous coronary intervention (pci). The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The 6/7f mynx control vessel closure unit was prepared and used in accordance with instructions for use (IFU). However, the balloon burst during prep. Another mynx was used to achieve hemostasis. The vcd is available for analysis.